Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump was squirting out insulin after the button was let go. She got a button error alarm first and she cleared it out but could not do anything. Customer's blood glucose level was 302 mg/dl. The customer was unable to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. The button keypad connector wasfound closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify prime/fill anomalyor motor error alarm due to keypad anomaly. However motor received with corroded motor home switch. Unit had minor scratched lcd window, crackedcase near display window corners, broken battery tube threads, cracked reservoirtube lip and missing end cap sticker.